Event description:
Heartmate 3 patient with ~3 month hospitalization for management of heart failure/ventricular assist device (vad) thrombus, whose course has been additionally complicated by acute renal injury requiring dialysis & respiratory failure requiring tracheostomy, now presents with candida mediastinitis requiring 2 surgical debridements (to date), vacuum dressing, and IV antibiotics for management of infection. Patient was declined for heart transplant consideration based partially on the presence of this infection.